Event description:
Reporter alleged blood glucose results of 280 mg/dl and 129 mg/dl when testing was performed back-to-back on the advantage system. Reporter alleged blood glucose results of 121 mg/dl and 453 mg/dl when testing was performed back-to-back on the advantage system. Reporter stated customer was having no symptoms and did not treat/act on the results. No serious adverse event was reported in connection with the alleged malfunction. No product was available for return; replacement product was sent.